Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, compound muscle action potential (cmap) confirmed that the phrenic nerve motion was weakened during the right superior pulmonary vein ablation. Double-stop was performed but phrenic nerve paralysis (pnp) occurred. Although pacing failure occurred in the superior vena cava, additional ablation was performed. The case was completed with cryo. No further patient complications have been reported as a result of this event. It was further reported that a steroid was given to the patient as intervention. The patient recovered with no extended hospital stay and was discharged.

Manufacturer narrative:
Event summary: the patient data files showed at least eight applications were performed with 2af284/61719-62 with no issues on the date of the event. Clinical issues (phrenic nerve palsy (pnp)) was encountered during the procedure. The balloon catheter 2af284/61719-62 was not returned for investigation. No product malfunction reported. In conclusion, this is a clinical issue (phrenic nerve palsy) encountered during the case. The catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.